Manufacturer narrative:
Occupation: non-healthcare professional. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available. (B)(4).

Event description:
Information received via an hhs/FDA form 3500a mandatory event report, (B)(4), reporting a (B)(6) year old female weighing (B)(6) kilograms (kg) was undergoing an abdominal washout and wound vacuumchange, tracheostomy procedure using a micropuncture transitionless access set. During the procedure the wire from the set was shredded upon removal from the micropuncture introducer. The entire wire was removed. No patient adverse effect has been reported. Additional information has been requested regarding additional event details and patient outcome but has not yet been received.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. A review of the complaint history, device history record, drawing, manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions, drawing, specifications, and quality control procedures was conducted, and no gaps were discovered. It should be noted that cook does not provide an IFU with this product. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.